Manufacturer narrative:
The failure was resolved by restarting the unit. The alarm did not reoccur after monitoring the unit for 7 days, and the unit was returned to service. Patient information could not be provided due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and was not able to mechanically ventilate. There was no report of patient injury.